Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the remaining portion of the lead was explanted on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during an elective surgical procedure to remove the patient's lead, a portion of the lead was dislodged and remained inside of the patient's body. Follow-up information revealed the patient underwent additional surgical intervention where the remaining portion of the lead was removed (date unknown).